Event description:
It was reported to philips that the device experienced a pads/paddles failure during operational testing. The customer replaced the trunk cable, test load, and therapy cable but the issue remained. There was no patient involvment.

Manufacturer narrative:
Report originally submitted with cfn# (B)(4) the correct cfn# is (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads/paddles failure during operational testing. The customer replaced the trunk cable, test load, and therapy cable but the issue remained. There was no patient involvement.